Manufacturer narrative:
Functional and visual evaluation of the returned device showed no issues. The device functioned appropriately.

Event description:
It was reported to boston scientific corporation that a capio open access device was used during a procedure performed on (B)(6) 2013. According to the complainant, the carrier of the capio device failed to retract when the handle was released. It was reported that there was no visible damage to the device. The procedure was completed with another capio open access device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio open access device was used during a procedure performed on (B)(6) 2013. According to the complainant, the carrier of the capio device failed to retract when the handle was released. It was reported that there was no visible damage to the device. The procedure was completed with another capio open access device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.